Manufacturer narrative:
Additional information was received on dec 23, 2023, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged dizziness and/or headache, inflammatory response, kidney disease/toxicity and spots on lungs. There was no medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, during the evaluation, secondary findings was not observed. The third-party service center concludes that device was repaired. Patient identifier (rfb) was updated in this report. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dizziness and/or headache, inflammatory response, kidney disease/toxicity and spots on lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.